Manufacturer narrative:
The aware date has been updated since the initial report was created. The correct aware date has been updated with this report.

Manufacturer narrative:
The insulin pump was received with normal operating currents. No unexpected failed battery test alarm noted during testing. The insulin pump was received with severely scratched display window, cracked reservoir tube lip and missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call that received a failed battery test alarm. The customer's blood glucose was 115 mg/dl at the time of incident. The customer stated that they were not using the recommended battery. The customer did troubleshoot for the battery but a failed battery test alarm occurred. The customer inserted a recommended battery but the insulin pump did not reboot and did not work. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The customer agreed to replace and return the insulin pump for analysis.